Event description:
Reporter indicated that within the last couple of weeks, every so often, the patient's shoulder feels like it is "penetrating" and the pt's throat hurts at the same time. The patient reported that the they have never been able to feel the device stimulating, so the pt could not tell whether the symptoms were related to stimulation. The patient reported that the they have placed the magnet over the device when this happens and it did stop the penetration feeling and the throat pain. The patient reported that the they have an appointment with the pt's physician in a couple of weeks and requested that the manufacturer not contact the pt's physician. The patient reported that they are a canidate for neurosurgery. Follow up with the patient revealed that a day or two before the pt reported the incident, the pt began experiencing shoulder and throat pain. Since then, the pt only feels a penetration on the pt's left shoulder over the pt's deltoid muscle. The sensation lasts for about 2 minutes and may happen as many as 5 times per day or as few times as every other day. The patient denied having any physical accidents or falls. The patient reported that when the pt places the magnet over the device. The pain subsides for about a minute. The patient's appointment with physician was cancelled and is being rescheduled.